Event description:
It was reported from (B)(6) that the small battery drive device had an undetermined malfunction. During in-house engineering evaluation, it was observed that the motor seized and was rough running. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
It was further observed that the motor, control and bearings were defective and ball bearings were worn. It was further observed that the device/control unit had been washed. Reliability engineering also determined that the assignable root cause was due to improper handling. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
Initial reporter¿s phone number: (B)(6). The actual device was returned for evaluation with an unspecified malfunction. Reliability engineering evaluated the device and observed that the motor seized and was rough running. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.